Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the image did not appear after connecting the 4k camera head to the video processor. The issue was identified prior to use in a procedure when the biomedical staff inspected the device. There was no damage or abnormalities observed. The staff then changed the camera and imaging system for the procedure. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. The device was returned to an olympus service center for evaluation. It was noted that there was an intermittent image issue due to faulty cable unit. In addition, the focus ring was deteriorated; it had a crack and the rear cover label was fading. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was due to some external force which caused the cable to break inside, therefore, it could not transmit the video communication to the server thus the images were not displayed. The partial disconnection of the cable was considered to be caused by the user's handling. The instruction for use (IFU) states the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.